Event description:
The customer reported to olympus, a b30 (scope communication error) and distorted image occurred on the evis exera iii video system center. There was no harm or user injury reported due to the event.

Manufacturer narrative:
The device has not been received to date. Field engineer called the olympus technical assistance center (tac) support to troubleshoot. The field engineer reported being onsite and reseated cabling with difference. The 180 scopes worked as expected, but all 190 scopes issued b30 error codes. Tac spoke with the customer about possible water in the scopes. The customer expressed that leak tester had been disconnected while scopes were in water. The customer will be sending scopes in for repair. The investigation is ongoing; therefore, the root cause of the reported event cannot be determined at this time. However, if additional information becomes available this report will be supplemented.

Manufacturer narrative:
Additional information has been requested but unknown at this time. This report is being supplemented to provide additional information based on the legal manufacturer's investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. It has been over 2 years since the subject device was manufactured. Based on the results of the legal manufacturer's investigation, and the inability to evaluate the subject device, a definitive root cause of the reported event could not be identified. Olympus will continue to monitor field performance for this device.